Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she has been experiencing a rash at the sensor insertion site since approximately (B)(6) 2011. Patient claims that she has permanent marks on her abdomen the shape of the sensor patch. Patient has sought medical intervention for the first time on (B)(6) 2013. At the time of her call to dexcom technical support, patient reported that she was feeling fine.